Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported that the product did not function properly during a surgical procedure. Add'l info has been requested.